Event description:
The pt displayed symptoms of hypoglycemia and the suspect device was used to check their blood glucose. A result of 586 mg/dl was obtained. Emts were called and two units responded. The first unit checked their glucose at 38 mg/dl and the second unit checked their glucose at 41 mg/dl. They were transported to the hospital and received an IV and food. Controls were not used on the system. The suspect device was authorized for return to the manufacturer for evaluation.